Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient was feeling poorly when near electrical appliances. It was noted that the implantable cardioverter defibrillator (ICD) was experiencing electromagnetic interference. No intervention was done and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.